Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient with history of left breast cellulitis who underwent bilateral mastectomies (right breast cancer) fat grafting procedure, and breast reconstruction with mentor smooth uhp 1340cc gel devices on (B)(6) 2017 was admitted on (B)(6) 2017 for left breast cellulitis. The patient was started on IV antibiotics and breast drainage was cultured and showed few staphylococcus coagulase. On (B)(6) 2017, the patient was taken to the operating room for left breast explantation, capsulectomy, I&d. Intraoperative cultures were sent. ID recommended one dose of dalbavancin 1.5 gram IV x1 for 10 days of gram positive coverage. She was prescribed ciprofloxacin 750 mg po bid x 14 days with the last dose on (B)(6) 2017. The patient underwent explantation with replacement on (B)(6) 2017 and patient fully recovered. This medwatch report is for the left breast cellulitis and left implant removal.

Manufacturer narrative:
On 07/25/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 07/26/2018, mentor completed the investigation on the suspect medical device. Upon receipt, the device contained clear gel. Black material was observed on the shell surface. During evaluation crease were observed on the anterior aspect. No other anomalies observed. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. Infection is a known complication associated with any surgery. At this time is not possible to determine the origin of the black material observed. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. The product evaluation (pe) team concluded that the reported infection occurred from a source other than the device. Seroma was also reported. Excessive postoperative accumulation and/or transient re-accumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Infection and seroma are known complications associated with this surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 8, 2020, a review of this file was performed and it was discovered that this event had been erroneously reported. The device reported is an investigational device. Medical device reporting, or MDR is governed by 21 cfr 803 (21 cfr 803) and is applicable to product marketed in the us. It does not include investigational devices unless they are also marketed in the us (e.g., marketed for one indication but being studied for another). Reporting of events related to investigational devices is regulated under 21 cfr 812 (specifically, 21 cfr 812.150). Since athena devices are not approved in the us, events that involve these devices would not need to be reported as mdrs. No further reporting on this event will be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/31/2019, mentor became aware that previously-submitted manufacturer report numbers (B)(4), (B)(4), and (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Correction: block b1 ¿is product problem¿ was incorrectly checked in the initial report. Block b2 ¿is hospitalization initial/prolonged¿ should have been checked instead. Manufacturer¿s reference number: (B)(4).